Event description:
During an initial implant procedure, the setscrew could not be tightened on the device. Another device was used to complete the procedure. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of the ventricular setscrew could not be tightened on the lead was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the v-setscrew. The wrench was not being aligned with the setscrew inset so that the wrench tip would drop into the inset and engage it to tighten the setscrew. The user was attempting to tighten the setscrew with the wrench tip partially inserted and not engaging the inset. This resulted in the user stripping the setscrew inset. When the user is stripping the inset, the setscrew cannot be tightened. The problem is related to the user¿s incorrect use of the torque wrench.